Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis on december 1st and is still doing treatment for it with antibiotics. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was experiencing symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the nursing home where the patient resides) which revealed an elevated white blood cell (wbc) count (result 250). The patient is currently being treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided. Per the nurse, the patient is still recovering from this event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique by nursing staff in the nursing home facility.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis on december 1st and is still doing treatment for it with antibiotics. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was experiencing symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the nursing home where the patient resides) which revealed an elevated white blood cell (wbc) count (result 250). The patient is currently being treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided. Per the nurse, the patient is still recovering from this event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique by nursing staff in the nursing home facility.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.